Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated above the rated burst pressure and the dfu states: "do not exceed the rated burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arterioventricular (av) fistula. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. The device was inflated a couple of times, however, on the last inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.